Event description:
It was reported that during an unknown procedure, an error occurred and the blade broke when the tip of it was wiped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.